Manufacturer narrative:
Information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the screen has a loose connection, the image disappears or freezes". No negative impact in state of health reported.

Manufacturer narrative:
Investigation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the fault description provided by the customer could not be confirmed. The technical inspection did not reveal any faults on the monitor, so the fault is suspected to be in another component. Should new or additional relevant information become available, we will continue the investigation accordingly. The event is filed under internal karl storz complaint ID: (B)(4).